Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+ and enlarged right atrium. A triclip xtw was inserted and deployed on the tricuspid valve. To further reduce tr, a second clip, a triclip xt was inserted and placed on the tricuspid valve. However, while attempting to deploy the clip, resistance was encountered after removing approximately 1 meter of the lock line, and the lock line was unable to be removed. The physician proceeded with deployment according to the instructions for use (IFU). However, when retracting the actuator knob, the clip opened to 180 degrees, and returned to the right atrium, still attached at the triclip delivery system (tcds) by the lock line. A snare was used to capture the clip and brought down to the right femoral vein, where it was surgically removed from the patient. A new clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported lock line jam due to a lock line knot was confirmed. The reported expulsion and clip opening while locked could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported lock line jam is due to the observed lock line knot. However, a cause for the lock line knot could not be conclusively determined. The reported expulsion and clip opening while locked appear to be cascading events of the troubleshooting performed for the lock line jam. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.